Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2015-23563. It was reported the patient stated his stimulation coverage felt uncomfortable. Multiple reprogramming was unable to resolve the issue. Subsequently, the patient underwent surgical intervention on (B)(6) 2015 where his entire scs system was explanted.